Event description:
Dealer alleges the green light is not working. Spoke with tech kl and was advised to change the pc board. Dealer will call back in if he wants to send it in for repair out of warranty. No further information provided.